Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73f1900162 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some green foreign materials were found adhered to a clip during an operation. Therefore, the user stopped to use it and opened a new package.

Manufacturer narrative:
(B)(4). The customer returned one cartridge from product 544230 hemolok ml clips 6/cart 84/box. Two intact clips were remaining in the cartridge. The cartridge was visually examined with and without magnification. Visual examination of the returned sample revealed that the cartridge had scrape marks on it, confirming that pieces of the cartridge scraped off. The damage is consistent with use of damaged appliers or improper loading technique. The cartridge should not scrape off when following the IFU for proper loading technique. The IFU also advises the user to inspect the applier jaws prior to use. Functional inspection was performed on the returned intact clips in the cartridge. A lab inventory clip applier was used. The clips were able to load properly into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No foreign material was observed on the returned clips. No issues were observed. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." "To load the applier, grasp the applier and carefully insert the jaws of the applier into the cartridge slot, making sure the jaws are perpendicular to the base of the cartridge. Gently press the applier over the clip until there is an audible click. Do not force the applier into the cartridge or onto the clip. The applier should enter and withdraw from the cartridge easily." A corrective action is not required at this time as it appears that when the user went to load a clip into the applier, the applier scraped the inside of the cartridge. The damage observed to the cartridge indicates that unintentional user error caused or contributed to this event. The reported defect of "broken/detached parts - cartridge" was confirmed based on the returned sample. The customer returned a cartridge with two intact clips remaining in it. Visual examination of the returned sample revealed that the cartridge had scrape marks on it, confirming that pieces of the cartridge scraped off. The damaged observed is consistent with use of damaged appliers or improper loading technique. It appears that when the user went to load a clip into the applier, the applier scraped pieces of material off the cartridge. The cartridge should not scrape off when following the IFU for proper loading technique. The IFU also advises the user to inspect the applier jaws prior to use. The observed damage indicates that unintentional user error caused or contributed to this event.

Event description:
It was reported that some green foreign materials were found adhered to a clip during an operation. Therefore, the user stopped to use it and opened a new package.